Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical product. 5038 lead, implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited pacing failure two days post-implant. A chest x-ray indicated that the lv lead had slightly displaced toward the proximal region. The lv lead remains in use and is being monitored. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.